Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion sets were leaking at the headset. It was alleged that the self-adhesive of the infusion sets were wet with insulin that was intended to be delivered to the patient. The caller alleged the infusion sets from a particular box were defective. The patient experienced elevated blood glucose levels. The lot number was not provided. No adverse event reported. The infusion sets are not expected to be returned for product evaluation.